Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery with a three month old device. The patient stated continence never improved. During the procedure no leaks were detected on the individual components but the cuff was not filling entirely. The existing device was removed and a new aus was implanted. The patient was said to be doing well after the procedure and the device was not released by the hospital. No more information available through physician. Should additional information become available, it will be provided.